Manufacturer narrative:
Additional information was received that the paddle lead was discarded by the facility. Sc-1132 - (B)(4).: the returned ipg was analyzed and no anomalies were found. Sc-8336-70 -(B)(4).: a review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to the lack of pain reduction despite the device providing stimulation in the patients pain areas. During the explant procedure the physician indicated that the lead was difficult to explant due to scar tissue and came apart. Three of the contacts came off of the lead during the explant but the physician is confident that all parts of the device were removed from the patients body. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8336-70, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient underwent an explant procedure due to the lack of pain reduction despite the device providing stimulation in the patients pain areas. During the explant procedure the physician indicated that the lead was difficult to explant due to scar tissue and came apart. Three of the contacts came off of the lead during the explant but the physician is confident that all parts of the device were removed from the patients body. The patient is doing well postoperatively.